Event description:
It was reported that the dressing and device was changed on friday (B)(6) 2018 and stopped working on saturday(B)(6) 2018. The light was reported to be flashing but then stopped. The batteries were changed with no effect.

Manufacturer narrative:
As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit for a full evaluation. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint may be reopened.